Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated however it was observed that contour of the elbow is broken. DHR review was done, no issues related to the original complaint were found.

Event description:
Y smj are uploaded to this complaint, please post it/them on the investigation report wherever possible.

Event description:
It was reported that during the pre-use check, the elbow connector was found deformed. No patient injury.